Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump battery was not charging. Customer's blood glucose (bg) level ranged between 40 mg/dl and 130 mg/dl. Customer declined to provide additional information and further troubleshooting with tandem technical support regarding the low bg level and stated "going low is normal for them". Reportedly, the customer continued to use the pump for insulin therapy.